Event description:
It was reported by service report that the right fowler cylinder could not be raised or lowered all the way. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval result: fowler.